Manufacturer narrative:
Insulin pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the notification light not stop flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.